Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded several tachycardia events with anti-tachycardia pacing (atp) and two shocks. It is suspected that atp and shocks were inappropriately delivered for atrial driven rhythms. The first shock appeared to have accelerated the ventricular tachycardia into a ventricular fibrillation, a second shock was provided, and the rhythm was successfully converted. In addition, an out of range shock measurement was exhibited for a non boston scientific right ventricular (rv) lead. This ICD remains in service. The non-boston scientific lead was surgically abandoned. No additional adverse patient effects were reported.